Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address instability. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen prolong articular surface 12mm catalog #: ni lot #: ni, unknown nexgen precoat tibial component size 4 catalog #: ni lot #: ni, unknown patella size 29 catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. H6 - component code - proposed code is mechanical (g04) femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided identified explanted femoral, tibial and articular surface components that were covered in bio debris. Radiographic review identified radiolucency at the cement bone interfaces of the anterior and medial tibial baseplate, stem, patella and small radiolucency present at the anterior flange metal bone interface of the femoral component. However, the reported instability could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.